Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0002648920 - 2021 - 00462.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0002648920 - 2021 - 00462.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 00875705000, lot: 62716755, shell with uni-hole porous 50 mm. Part: 00625006520, lot: 64383903, bone screw self-tapping 6.5 mm dia. 20 mm length. Part: 00625006530, lot: j6926458, bone screw self-tapping 6.5 mm dia. 30 mm length. Part: 00875800928, lot: 64726174, constrained liner with constraining ring 28. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02492, 0001822565-2021-02494, 0001822565-2021-02495.

Event description:
It was reported that a patient was revised 2 days post-implantation due to migration and loosening of the cup. Cup, liner, and screws were revised. No further information is available.